Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge change error occurred. Customer loaded a new cartridge and successfully resumed insulin delivery. Customer's blood glucose level was 233 mg/dl.